Manufacturer narrative:
The customer's returned strips were tested in comparison to retention masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Testing results:  donor #1: masterlot and reference meter: 2.8 inr,  donor #1: customer strips and reference meter: 2.8 inr.  Donor #2: masterlot and reference meter: 3.4 inr,  donor #2: customer strips and reference meter: 3.5 inr. The returned material and the retention material meet the specification.  The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for three patients on a coaguchek xs professional meter. The serial number was not provided. Of the data provided, there were erroneous results for one patient. The initial result was 3.1 inr and the repeat result was 5.2 with the meter. Multiple days later the result was 3.4 inr with the meter and the result in the laboratory was 2.1 inr. The laboratory method used was dade innovin. The date the measurements were taken was not provided. There was no allegation of an adverse event. Relevant retention test strips (lot 286323-10) were tested in comparison with the master lot coaguchek xs pt for this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
"The initial result was 3.1 inr" in the initial MDR should have been "the initial result was 3.1 inr in the laboratory". The patient was on an antibiotic. According to product labeling, antibiotics are known to potentially influence the results.